Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a 500:320:658:0000 failure code was confirmed during product evaluation. The assignable cause was the lock key being pressed for greater than 50 seconds. No repairs were performed for the reported condition as the device passed all tests per baxter procedure. The user interface module software version is 5.08.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320:658. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.